Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (20 mg/ml at around 9.3 mg/day ) via an implanted pump. The indication for pump use was chronic low back pain and spinal pain. On 15-jul-2016 it was reported that the patient had some fluid buildup in his back and 2 weeks later the catheter was replaced on (B)(6) 2016. The catheter replacement resolved his issue and his pain was definitely under control.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.